Event description:
It was reported that during a cryoplasty treatment procedure, patient complications occurred. The target lesion was located in the axillary artery. The physician advanced a .014 3.0 x 40mm x 150cm polarcath cryoplasty balloon to the lesion and applied treatment. It was noted the vessel appeared more stenotic after treatment. The procedure was completed with an unknown stent. No further complications were reported and the patients' status is unknown.

Manufacturer narrative:
Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. Since the product was not returned and it is unclear what the complaint is about, the most probable root cause for this complaint cannot be determined. (B)(4).